Event description:
During a procedure, a physician withdrew the subject device from pt's body because the ultrasonic output warning occurred. When the physician confirm the subject device, the probe broke. Though the ultrasonic output warning occurred often during the procedure, the physician continued to use the subject device. The broken piece of the probe was taken out. The physician replaced the subject device with a different unit of same model. The procedure was completed as scheduled. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe broke down at 16 mm from the distal end. And there was a scratch at the broken point. The mfg history was reviewed, with no irregularities noted. As the result of the eval, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device without remedial action for the ultrasonic output warning, the probe tip was detached. The device instruction manual states the troubleshooting for the ultrasonic output warning.